Event description:
According to the reporter, the trocar reducer diaphragm does not allow the clipper to pass due to significant loss of clips during surgery. If an incision is made in the diaphragm to facilitate the passage of the clipper there will be a marked loss of co2.